Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) ultra set disposable disconnect y-sets leaked from an unspecified location. This was noticed after use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.